Event description:
It was reported that revision surgery of the right hip was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip were reported.

Manufacturer narrative:
.